Event description:
It was reported that the programmer generated an error message upon power-up and was unable to begin its interrogation. The programmer was returned for service. It was indicated that there was no impact to the patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer experience of the programmer generating an error at power-up and being unable to begin an interrogation however it was noted that recent error events were recorded in the error logs, so the hard drive was reimaged and software updates were installed, but as hard drive health was less than 100% the hard drive was replaced as a preventive. It was also noted that there was a loose electrocardiogram connector so the link electronic module board was replaced and calibrated, and that there was a broken left keyboard hinge, that the stylus pen tip was pulling away from the main body and that the keyboard mat had a tear under the space bar. All found defective parts were replaced and the new stylus was calibrated. (B)(4).